Manufacturer narrative:
One 72203852 suturefix ultra anchor device reported on. The product was used for treatment but not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use of other than recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. 2) the primary cutting edges of the drill are not sharp or have dings and burrs. 3) stressed product from loss of axial alignment. 4) inadvertent rotation of device during seating of anchor. 5) unexpected bone density/condition. Instructions for use also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ final product met predetermined specifications upon release to distribution.

Event description:
It was reported that during surgery when the surgeon was going to insert the anchor, it was noticed that was already deploy. The procedure was successfully completed without significant delay using a back-up device in an additional bone hole. No patient injury or other complications were reported.

Event description:
It was reported that during surgery when the surgeon was going to insert the anchor, it was noticed that was already deploy. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.